Event description:
Star total ankle replacement components were removed due to cysts.

Manufacturer narrative:
Additional removed components: star total ankle replacement sliding core mobile bearing; model#: 400-140; lot#: 0903117; expiration date: 06/01/2014; date of implantation: (B)(6) 2010; date of explantation; 04/17/2014; device manufacture date: 06/2009. Star total ankle replacement talar component; model#: 400/254; lot#: 090303/0229; expiration date: 10/01/2014; date of implantation: (B)(6) 2010; date of explantation: (B)(6) 2014; device manufacture date: 10/2009. There were no deviations reported in the DHR for part no. 400-254, lot no. 090303/0229. The DHR for part no. 400-263, lot no 090416/2491 notes that 12 out of 20 pieces were discarded, and 1 piece was reworked. The DHR for part no 400-140 lot no 0903117 notes that 2 out of 66 pieces were discarded. All released parts were within specification.